Manufacturer narrative:
It was reported that "10cc syringes provided in the block trays leak with the provided 27-gauge hypodermic needle in the tray." The customer reported that "tightening the needle-syringe connection" partially resolves the leakage issue but creates difficulty removing the needle so that it can be replaced with a spinal needle to access "deeper tissue." The customer stated that the procedure was "completed successfully" and that there was "no patient injury." To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that "10cc syringes provided in the block trays leak with the provided 27-gauge hypodermic needle in the tray." The customer reported that "tightening the needle-syringe connection" partially resolves the leakage issue but creates difficulty removing the needle so that it can be replaced with a spinal needle to access "deeper tissue."